Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charge burden of the older battery. The patient also requested an upgrade to enable full body magnetic resonance imaging (MRI) compatibility. The explanted devices were disposed by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be doing well.